Manufacturer narrative:
Concomitant medical products information: monarc subfascial hammock.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Reported adverse event regarding repeated infections for 7 months, dyspareunia, pelvic pain, calcification just above the right pubic ilium branch, fistulated into the bladder, recurrent rectal prolapse, anal incontinence sometimes, vesical ureteral right vaginal fistula, a resorptive macrophage granuloma with foreign body and anterior vaginal resection along with sinuous fistulous tract removal of two fragments of fistulated material performed on (B)(6) 2014 was submitted via medwatch 2210968-2019-81092. Reported adverse event regarding (B)(6) 2015 recurrence of endo-vesical fistula and complete removal of all the anterior branches of the mesh (2 fragments 30x12 mm and 40x30 mm) was submitted via medwatch 2210968-2019-81100.

Event description:
It was reported that the patient underwent a prolapse repair procedure possibly in 2009 or 2010 and the mesh was implanted. As reported, the patient was examined in 2014 and presented repetitive infections for 7 months, dyspareunia and pelvic pain. The vaginal examination was very painful, a retroverted retroflexed uterus and one anterior interstitial myoma 15 mm were noted. There were found thickened anterior vaginal wall and irregular anterior prosthesis in favor of anterior retraction marked central level. It was reported that impression of anterior arm of the intra vesical prosthesis was transfixing on the right side and a fine and regular prosthesis on the posterior vaginal wall.calcification just above the right pubic ilium branch, fistulated into the bladder, was found. The patient experienced pain, recurrent/recidive rectal prolapse, anal incontinence sometimes, vesical ureteral right vaginal fistula and very difficult exemption sometimes. On (B)(6) 2014, anterior vaginal resection along with sinuous fistulous tract removal of two fragments of fistulated material was performed. Vaginal fragment was 20and 25mm and other one in the bladder was 12 and 30mm. In both cases, there was a resorptive macrophage granuloma with foreign body. On (B)(6) 2015, recurrence of endo-vesical fistula and complete removal of all the anterior branches of the mesh; 2 fragments 30x12 mm and 40x30 mm. It was also reported that ¿an anterior branch was severing the ureteral opening law.¿ on (B)(6) 2015 the findings were complete healing, acquired vesical and vaginal recurrence of tracheloptosis and dysuria in some positions. As of (B)(6) 2016, the patient experienced a perineal pain, abdominal tightness, deep dyspareunia, vaginal painful sensation at the level of the attachment of the left arm of the posterior mesh to the level of the left sacrospinous ligament and on (B)(6) 2016 resection of the fistulated vaginal band in the bladder and hysterectomy were performed. No further information is available.